Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported issue. The product analysis lab (pal) evaluated the device and no failures or malfunctions were identified that could have caused or contributed to the hernia. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. The pneumatic system was tested and found to be functioning properly. The testing revealed no leaks and all pressures were correct and stable. The device successfully completed a short simulated therapy. Review of the service history revealed no issues that could have caused or contributed to the hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the patient was hospitalized for the hernia. The patient underwent hernia repair surgery for the event. The recovery status of the patient was not reported. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.